Event description:
It is reported that the patient was revised due to fracture of the patella component.

Manufacturer narrative:
Evaluation summary: it is stated that the patient was golfing and felt acute pain after an unusual popping feeling while driving a golf ball. Upon entry into the joint, fragments of the polyethylene were encountered with no visual evidence of wear. It was stated that appropriate rotational and axial alignment of the mating components was confirmed. Surgical notes were not provided. Only one sunrise x-ray view was provided within the article; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. Evaluation: no devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers are unknown; therefore the device history records could not be reviewed.